Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report and found that the drive wire was not visible in the catheter component indicating the hook has broken at the distal end of the drive wire. The clip was removed and the broken portion of the hook was located within the clip housing. Therefore all the pieces of the device are accounted for. The drive wire is securely attached to the handle. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number matching the product returned was not provided. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the use to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
During a colonoscopy procedure, ten (10) colon polyps were removed by the physician using a hot snare. A total of three (3) cook instinct endoscopic hemoclips were placed to treat the post polypectomy sites. The first clip was placed successfully. Two (2) of the three clips failed. See mdrs 1037905-2013-00665 and 1037905-2013-00666. It was not noted in the physicians notes how the clips failed or how the procedure was completed. It was noted there was no harm to the patient and the patient did well. Our laboratory evaluation of the returned devices confirmed drive wire disconnection. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.